Event description:
It was reported that the procedure was cancelled due to stent damage, requiring surgical intervention. The patient underwent carotid artery stenting, which included puncturing the right femoral artery, placing a guide wire and vascular sheath to reach the internal carotid artery. An angiography was then performed to determine the location of the lesion. After replacing the guide wire with a 14 system guide wire, a non-boston scientific (bsc) guide catheter was positioned at the bifurcation of the internal carotid artery to support the opening of vascular occlusion. Subsequently, a 10.0-31 carotid wallstent was implanted after the lesion was predilated with a 4x30 balloon. However, due to severe vascular calcification of the patient, high stenosis of the lesion, too tortuous blood vessels, the stent could not cross the lesion. Another 5x30 balloon was used to expand and compress rapidly, and the procedure was repeated several times. The 10.0-31 bsc carotid wallstent was then delivered through the filterwire guide wire, but it failed to reach the lesion smoothly. Consequently, after the stent was removed, it was noted that the stent had been damaged. Considering that the subclavian artery also had a long segment of occluded vessels, the interventional procedure was terminated, and surgical stripping was performed. The patient condition was stable post procedure.

Manufacturer narrative:
As reported - impact code f19 removed as additional information confirms the device was simply removed without any additional intervention required. Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination was performed. There were no issues with the catheter/delivery system. The device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis.

Event description:
It was reported that the procedure was cancelled due to stent damage, requiring surgical intervention. The patient underwent carotid artery stenting, which included puncturing the right femoral artery, placing a guide wire and vascular sheath to reach the internal carotid artery. An angiography was then performed to determine the location of the lesion. After replacing the guide wire with a 14 system guide wire, a non-boston scientific (bsc) guide catheter was positioned at the bifurcation of the internal carotid artery to support the opening of vascular occlusion. Subsequently, a 10.0-31 carotid wallstent was implanted after the lesion was predilated with a 4x30 balloon. However, due to severe vascular calcification of the patient, high stenosis of the lesion, too tortuous blood vessels, the stent could not cross the lesion. Another 5x30 balloon was used to expand and compress rapidly, and the procedure was repeated several times. The 10.0-31 bsc carotid wallstent was then delivered through the filterwire guide wire, but it failed to reach the lesion smoothly. Consequently, after the stent was removed, it was noted that the stent had been damaged. Considering that the subclavian artery also had a long segment of occluded vessels, the interventional procedure was terminated, and surgical stripping was performed. The patient condition was stable post procedure. It was further reported that the target lesion was 100% stenosed and was severely tortuous and severely calcified. The patient was sedated under general anesthesia. It was clarified that surgical stripping was not caused by the stent, but rather by the procedure plan adopted due to the patient's anatomy. The stent did not cause any complications and was simply removed.